Manufacturer narrative:
H6: health effect impact code f1903 replaced with f1905.

Event description:
According to additional information received, a malleable device was implanted as a replacement device on (B)(6) 2024.

Event description:
According to the available information, the implant was explanted and not replaced due to infection.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. B3: estimated date.